Event description:
It was reported that the patient underwent an unspecified surgery using rhbmp-2/acs. Post-op, the patient developed streaks, pain, soreness, and bleeding in her mouth. These symptoms have been constant since her surgery. The patient has seen multiple health care professionals, including her surgeon, a dentist, an ent, and her primary care physician, and has not received a diagnosis for her symptoms. She has been treated with steroid rinses, but they did not help.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.